Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the plastic needle of a bd¿ blunt fill needle broke during use. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation results: an investigation has been completed without a picture or sample available for examination. As a result, we cannot verify the reported issue. Based on available information, we understand a broken hub ("plastic needle of the needle") issue took place. The review of the DHR showed no indication of the alleged defect and a definitive root cause was impossible to determine at this time. If samples are received in the future the complaint will be re-opened and re-investigated. Taking into account our experience and after discussing with our production technicians, the issue may be produced in the tray of the hub feeder where hubs are placed in racks (a plastic piece used to move needles through the assembled process). If any hub has some inappropriate placement due to some unexpected movement, it could have been enough damage to break itself during handling of the product. In accordance, this tray has been replaced for a new one since it was slightly worn. Our quality inspections and the limited complaints received related with this nonconformance we can assure that the probability of finding this issue in our manufacturing process is very low. Based on an evaluation of severity and occurrence, it was determined that no corrective action is required at this time.